Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards new zealand affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the esheath kinked and tore along expandable part and the valve got impinged on the iliac carina when introducing the commander delivery system with valve through the esheath. The valve was partly outside of the esheath and it could not be removed. The valve was unable to be deployed in the descending aorta due to a small abdominal aortic aneurysm and was left in the left iliac artery. It was then ballooned and a covered stent inserted and expanded to allow blood flow to the leg. The esheath and commander system were removed. The procedure was aborted. The patient is doing well.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A previous investigation for liner puncture is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. However, a lot history review was performed for the reported event of a liner strand and revealed no other complaints relating to the reported event were identified. The device was returned for evaluation, and visual examination showed: the liner expanded and the tip opened as designed, a liner punctured along the entire length of the sheath shaft, a liner strand starting approximately 8cm from the strain relief, the shaft was kinked at approximately 11cm from strain relief, and scratches along the shaft. The liner thickness was measured along the liner puncture site, and all measurements were found to be within the specification. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The site provided imagery, and the valve was observed to be outside of the sheath profile while inside the patient. The imagery provided was during withdrawal of the valve and delivery system through the sheath. The reported event of a liner puncture and liner strand was confirmed by visual examination of the returned device. Per follow up, there was moderate degree of tortuosity at the access vessel. Also, during device evaluation, the sheath shaft was observed to be curved with scratches, which could be an indicative of presence of tortuosity and calcium at the access vessel. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon removal. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural (device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.